Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and three months after placement, the pain began/ pelvic pain. Six years later, she underwent ablation of fallopian tubes, however large fibromas were discovered requiring hysterectomy with bilateral adnexectomy. Pelvic pain is an anticipated event in the reference safety information for essure. Fibroma is unanticipated. Fibroma of the uterus is a mainly hormone-dependent condition where benign tumors arise from the overgrowth of smooth muscle and connective tissue. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was excluded. In the present case, the large fibromas could have contributed to the occurrence of pelvic pain. However, given the nature of this event and positive temporal relationship, a causal relationship with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Event description:
This case was reported via regulatory authority ((B)(4)) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("three months after placement, the pain began/ pelvic pain") and uterine leiomyoma ("large fibromas were discovered during operation") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. Three months after placement, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). On unknown date, she experienced back pain ("lower back pain"), depressed mood ("low morale") with fatigue, vaginal infection ("vaginal infection"), dizziness ("recurrent dizzy spells and giddiness"), vision blurred ("blurred vision"), balance disorder ("loss of balance"), sinusitis ("episodes of sinusitis"), sciatica ("episodes sciatica"), breast pain ("breast pain") and tendonitis ("recurrent tendinitis"). In 2017, the patient experienced uterine leiomyoma (seriousness criterion medically significant) with menorrhagia. The patient was treated with surgery (underwent ablation of fallopian tubes, hysterectomy with bilateral adnexectomy). Essure was withdrawn. At the time of the report, the pelvic pain, uterine leiomyoma, back pain, depressed mood, dizziness, vision blurred, balance disorder, sinusitis, sciatica, breast pain and tendonitis outcome was unknown and the vaginal infection had resolved. The reporter considered pelvic pain, uterine leiomyoma, back pain, depressed mood, vaginal infection, dizziness, vision blurred, balance disorder, sinusitis, sciatica, breast pain and tendonitis to be related to essure. The reporter commented: she underwent ablation of fallopian tubes, however large fibromas were discovered, requiring hysterectomy with bilateral adnexectomy. Diagnostic results: investigations were performed, head and neck MRI, but with no conclusion. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and three months after placement, the pain began/ pelvic pain. Six years later, she underwent ablation of fallopian tubes, however large fibromas were discovered requiring hysterectomy with bilateral adnexectomy. Pelvic pain is an anticipated event in the reference safety information for essure. Fibroma is unanticipated. Fibroma of the uterus is a mainly hormone-dependent condition where benign tumors arise from the overgrowth of smooth muscle and connective tissue. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was excluded. In the present case, the large fibromas could have contributed to the occurrence of pelvic pain. However, given the nature of this event and positive temporal relationship, a causal relationship with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected.